Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) had the home patient (hp) rebreak the frangible, move the clamp, and rub the line. When the hp did that, he said he also disconnected the bag to see if solution would come out. The tsr explained that the hp had compromised his supplies by doing that, and advised the hp to end therapy and start over with new supplies. The tsr walked the hp through ending therapy. The hp understood the explanation, ended therapy, and would start over with new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(4) 2012. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies. There were no samples available and he did not recall the lot. He had spoken with his nurse regarding proper procedures and disconnecting bags. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.